Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported device failed plunger force accuracy test. There was no patient involvement reported.

Event description:
The customer reported device failed plunger force accuracy test. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from 01/08/2009 to 11/24/2020 and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board also, there were no production failures indicated on the source device.